Event description:
It was reported that during a lap colectomy, at 4th firing, the firing knob was broken off when the knife moved forward about 3cm. The device was used for closing intestinal canal during a functional end-to-end anastomosis, so it was fired across an existing staple line. The broken piece was retrieved and no pieces were left inside the patient. The staple height was gold. Reinforcement material was not used. No bleeding was confirmed. Another device and cartridge were used to complete the case. There were no adverse consequences to the patient. The device was fired 30 seconds after it clamped the target tissue. There was no unexpected noise at the incident. The firing force was higher than expected when the device was fired on an existing staple line. The staples were formed as intended until the firing knob was broken and the staples were about formed in b-formed shape were found at where the firing knob was broken off.

Manufacturer narrative:
(B)(4). Damaged slip block. Assembly and firing knob dislodged. The analysis results found that the device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 46 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.